Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. The customer's mother reported that they found out that the cannula was bent. The customer's blood glucose was 725 mg/dl at the time of incident. The customer's mother stated that they were given IV and insulin drip to treat the blood glucose during the hospitalization. The customer's mother stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.